Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: catalog # 445870, mg4485: this complaint was that the instrument reported a false positive in drawer c. A field service engineer went on site and cleaned drawer c and the detectors in drawer c. The fse then reported the instrument was operating according to specifications and was ready for use. The case was closed. Since no instrument malfunction was noted, this is an unconfirmed complaint. The root cause of the complaint cannot be determined. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Service history review was performed for the instrument and there is a complaint for this issue concerning drawer a and that case has been closed. Review of the device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using the bd bactec¿ mgit¿ 960 instrument, there was a false positive result. There was no report of adverse patient impact.